Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had moved proximally on the balloon. The stent appears severely damaged with stent struts bent and overlapping. The bumper tip examination found no issues with the profile. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were crimp marks on the balloon indicating the stent was secure between the markerbands. A visual and tactile examination found multiple kinks throughout the hypotube. A visual and tactile examination found a kink 95mm from the port skive of shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that withdrawal difficulties, stent moved on balloon and stent damage were encountered. The target lesion was located in the circumflex artery. A 4.00 x 38 synergy ii drug-eluting stent was advanced but failed to cross the lesion. When the device was attempted to be pulled back into the guide, the stent became hung up in the guide with half of the stent in the guide and the other half was out of the guide. The physician felt it became stuck with the guide, so the entire system was pulled out. It was then noted that the stent struts deformed, stretched, and pulled away from the balloon with half of the stent on the proximal portion not attached to the balloon. The patient was not harmed and it was decided to send the patient for surgery rather than placing stents in this procedure.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that withdrawal difficulties, stent moved on balloon and stent damage were encountered. The target lesion was located in the circumflex artery. A 4.00 x 38 synergy ii drug-eluting stent was advanced but failed to cross the lesion. When the device was attempted to be pulled back into the guide, the stent became hung up in the guide with half of the stent in the guide and the other half was out of the guide. The physician felt it became stuck with the guide, so the entire system was pulled out. It was then noted that the stent struts deformed, stretched, and pulled away from the balloon with half of the stent on the proximal portion not attached to the balloon. The patient was not harmed and it was decided to send the patient for surgery rather than placing stents in this procedure.